Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was lifting and peeling on the edges next to the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok and up arrow keypad buttons were intermittently unresponsive. The ok keypad button required several hard presses to activate a response. None of the keypad buttons spring back or click normally. There was evidence of keypad contamination found under the key contacts.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow keypad button and the ok keypad button are unresponsive when pressed. The patient is reported to wear the pump outside the clothing and cleans it with wetones or a wet cloth as needed. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved. The user's manual for the pump instructs the user not to use household cleaners, chemicals, solvents or bleach to clean the pump and under no circumstances should you use an alcohol wipe of skin prep to clean your pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.